Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, it was discovered that the right ventricular lead exhibited high pacing impedance and intermittent loss of capture. The lead was capped and replaced on (B)(6). The patient was in stable condition.